Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90-95% stenosed, 18-20mm target lesion was located in the moderately tortuous left circumflex artery. Following pre-dilatation with a 2.0 x 15mm maverick balloon catheter at 16 atmospheres, a 2.75 x 20 synergy stent was advanced but failed to cross the lesion. Upon removal of the device, it was noted that the distal part of the stent was damaged. The procedure was completed with another device. No patient complications were reported and the patient's status was stable.